Event description:
It was reported that the patient heard beeping from the device. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have been fluctuating from the 90-ohm range to greater than 400 ohms. The most recent reading was around 99 ohms. Technical services advised considering that the patient is unprotected and that electrode replacement is recommended. There were no known adverse patient effects. The system remains implanted.